Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has an insulin pump that stopped working. Customer stated that he got a new one and used it for a while but he can't remember why he got off the pump. Customer went on shots and left the pump in a dresser drawer for several months. Customer put a battery in it and it has a blank display. Customer is not on the pump and stated that it looks like the pump is depressed and pushed all the way down. Customer stated that it has a little spring when he puts the battery in but not much. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to back-up plan.